Manufacturer narrative:
UDI= (B)(4). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptom of infection was drainage. The patient was prescribed antibiotics and underwent an explant procedure. It was believed that the infection was procedure related.

Event description:
It was reported that patient that patient had an infection. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and devices will not be returned. No further information has been provided.